Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the 'black screen' issue occurred during a procedure while the patient was in the room. A technical support specialist (tss) dialed into the station remotely and opened event viewer, navigated to windows logs, system and identified multiple win32k warnings along with related info logs. Tss updated and reinstalled the display driver in device manager, updated the monitor driver, and updated the pointer device (mouse) driver. Tss ran scan now in command promptadmin), installed all pending windows updates, and restarted the system. Tss checked event viewer for warnings after reboot. Tss suggested that internal batteries might have affected the issue, but the customer replied that the machines were plugged into red outlets designated for power backed by generators during outages. Tss upgraded the devices and believed that this specific issue was resolved, advising to open a case if the issue occurred again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a black screen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.